Event description:
It was reported that the patient presented to the emergency department after receiving an appropriate shock for ventricular fibrillation (vf). A remote transmission indicated that at the time of the shock, the right ventricular (rv) lead showed and episode of t-wave oversensing (twos). The twos resolved itself and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).